Event description:
Graft was implanted on 1/7/97, as an axillo-bifemoral bypass graft. The pt developed a (high) fever post-op. On 3/28/97, the graft was explanted and replaced due to a pseudoaneurysm. The blood and graft culture were to positive for proteus mirabilis infection and despite IV-ab treatment, the pt expired on 4/28/97. The cause of this event is reported as unknown.